Event description:
It was reported that the (1) tlc55 was used during a right thoracotomy lobectomy procedure. It was reported that the "cutting mechanism would not slide." There was no consequence to the pt. No other info was given.